Event description:
It was reported that an explant and revision surgery were performed due to a broken locking compression plate lcp. The patient was initially treated for a radial shaft fracture on an unknown date in 2012. The patient complained of pain and the broken plate was identified by x-ray on an unknown date. The surgeon performed the explant and revision surgery on (B)(6) 2013. During the surgery, the surgeon discovered the patient had nonunion as well. The complaint is alleged against the broken plate, not the associated screws. The surgeon explanted the broken plate and nine screws and revised the patient with a bone graft and another lcp. The surgery was successful completed. This report is for one, 3.5mm curved narrow lcp plate/14 holes. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Additional product code, hwc. Product was implanted on an unknown date in 2012. A review of the device history records was performed. The device history records showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.